Event description:
It has been reported to philips that the azurion 7 b20 system froze while searching the patient to pull it onto the schedule and then it got stuck while rebooting. No harm was reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system froze and then it got stuck while rebooting. Troubleshooting determined that the actual cause of the issue was the suite pc intermittently getting stuck in boot loop. The fse worked with nss and made configuration change to ris query and disconnected unused video channels 9 & 10 at the fiber receivers. The fse also saved fresh backups, rebooted machine multiple times which resolved the issue temporarily. Review of the system log file showed that the system entered lab stopped responding (lsr) loop due to the software issue. The same issue reoccurred twice, but was finally resolved after re-installing the suite pc software. After the software reinstalment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.